Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent which required hospitalization. On an unreported date, the patient began remedial therapy with ceftazidime. The cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique; therefore, the event outcome was unknown. The outcome for the event of bacterial peritonitis was ongoing and improved. Dianeal therapy was temporarily withdrawn on an unreported date and the patient was transferred to hemodialysis (hd). The consumer considered the event of bacterial peritonitis to be unrelated to dianeal pd2 unknown bag therapy. The consumer did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.